Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during an unknown procedure the device locked in the patient during uterine coagulation. They did everything possible to unlock the device and it was not possible. It was necessary to coagulate and cut around the tissue where the device locked.

Manufacturer narrative:
(B)(4). Date sent: 6/29/2022. D4 batch #: v95w24. Additional information was requested and the following was obtained: did the patient suffer any adverse consequences? There wasn¿t any consequence reported. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslx137c device was received with the knife tip broken off. The broken piece was returned with the device. The device was connected to the generator and it was recognized. Because the knife was damaged not all functional testing could be performed with the generator. No issues were noted with the opening and closing of the jaws. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what could have cause the knife damage.